Event description:
It was that during an automatic sense test, intermittent undersensing was observed. Programming changes were recommended. Patient is being monitored and is scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.